Event description:
It was reported that nine months after the fracture surgery the patient had achieved bone healing the removal of the distal locking screws was decided. At the time of the removal surgery, three distal locking screws were found to be broken. During the postoperative follow up, the patient felt no pain. Although she felt and told some numbness of her fingertip, it was not a serious matter for her. Before the removal, her bending level was 80 degrees and stretch 50 degrees. So, the doctor judged that she would be okay if she comes back to her daily life as she was working in the field at the time of the injury. It is uncertain at which stages the breakage of the three screws occurred. Three intact cortical screws and one intact plate was also removed during the removal surgery. No further information was provided. This is report 6 of 7 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The devices were returned for inspection and the event was confirmed. Three distal locking screws were found to be broken during plate removal. The measurable dimensions of the locking screws were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers was not possible for the broken screws as the lot numbers are unknown. However, the fracture face of all three broken screws is homogenous which indicates material conformity. No product fault could be detected. Based on the provided information we are not able to determine the exact cause of this occurrence. We can only assume that the screws reached the end of their designed lifetime due to a delayed union. As the patient felt no pain, it is possible that a fatigue breakage of the screws occurred at the same time as the fracture was practically healed. As this surgery was not a scheduled surgically planned removal, the other product which was also removed during this removal surgery (three cortical screws and one plate) are also part of this report. All three cortical screws and the plate was found to be intact and no product fault could be detected either. No further investigation is necessary.